Event description:
It was reported that a user experienced sustained high blood glucose after changing diabetes supplies and contacted support; the agent advised an infusion site change while retaining the same cartridge and guided the user through disconnecting, filling tubing, and applying a new steel 6 mm contact/detach infusion set, after which insulin delivery was resumed and glucose levels began to decline and later returned to range. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention. Investigation included remote troubleshooting, education on changing all supplies together, verification of high alerts, and follow-up to confirm glucose reduction and subsequent return to range. Investigation of this case revealed hyperglycemia of unclear cause that resolved after site replacement, with no confirmed device malfunction and no component damage observed or reported. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.